Event description:
Info received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician found the head hi/low cylinder was worn. He replaced the head hi/low cylinder to repair the stretcher.